Event description:
It was reported that the patient had a burning sensation at the device location and it was unknown when this began. The patient never let the device get below 75% charged and shouldn't take long to charge, but now it was taking 3.5 hours to charge the last quarter of the device. Subsequent information received reported that the patient had the burning sensation while charging it "gets really hot." The patient did charge directly over the skin. It was also reported that the patient got an electrocution/shock every time she bent down. Palpation did not reproduce a shocking sensation and cannot reproduce sensation when turned off. This had been occurring since about (B)(6). An impedance check found all electrode combinations (w/ reference) were not over 3600 ohms or open. Further information received reported, the patient was going to see neurosurgeon for possible pocket revision and to open connection from lead to battery and wife off tails of leads and reconnect. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be filed.

Event description:
Additional information received reported that the cause of the event was unknown, but was possibly a fluid "short" at the battery insert site. The reporter stated that there was no known problem with programming or the patient programmer. It was noted that the patient was seeing a doctor about removing the device. It was reported that there was no hospitalization and no injury. A follow-up report will be made if additional information becomes available.

Event description:
Information was previously reported in manufacturer report # 3004209178-2012-11931. It was reported that there was a shocking or jolting sensation. It was noted that a revision was scheduled for the following day. Two days later, it was reported that the patient was revised on (B)(6) 2012. The reporter stated that the pocket site was opened and the tail end of the leads were wiped and reconnected to the patient's existing device. Impedances were checked and were within normal limits. It was reported that no diagnostic testing was performed at the doctor's discretion. Further reprogramming was attempted and made no change. It was noted that when the lead was disconnected from the battery, there were no objective findings that would indicate product malfunction. The reporter stated that the patient was called the afternoon following surgery and reported that she was doing well and did not feel the "burning sensation." A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4). Implanted: 2012 (B)(6), explanted: product type lead product ID, 37752 lot# serial# (B)(4). Implanted: explanted: product type recharger product ID, 37743 lot# serial# (B)(4). Implanted: explanted: product type programmer, patient. (B)(4).